Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, the event was caused by a component failure of fiber. The event can be prevented by following the instructions for use which state: warning: emits invisible and/or visible laser radiation. Avoid eye or skin exposure to direct or scattered radiation. Do not use the laser system in any manner other than as described in this user manual; do not use the laser system if you suspect it is not functioning properly; do not use procedures other than those specified herein as it may result in hazardous radiation exposure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the superpulsed laser system exhibited a failure of fiber. There was no patient involvement.